Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The item and bath numbers were not communicated. Therefore, the device history record could not be reviewed. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a patient underwent a revision surgery due to dislocation of the implant.

Manufacturer narrative:
(B)(4). The returned device was evaluated and nothing was noticed that can be related to the event. The head could not be separated from the insert. Device history record (DHR) couldn't be reviewed as the batch number was not communicated. Investigation results concluded that the reported event was likely due an off-label use of the liner with a non-compatible head. Following the investigation results of this complaint, no corrective action has been performed.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.